Manufacturer narrative:
Lot #: h20b0550 was not recognized by the system. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had a hole in the patient line which resulted in a leak. This occurred during dwell four of peritoneal dialysis therapy. Renal therapy services (rts) assisted the patient in ending the therapy session. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.